Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 457 mg/dl. Prior to the event, the customer experienced high blood glucose levels for a week. The customer would treat with a manual injection, but the blood glucose levels remained elevated. The wife stated that the customer's insulin pump educator has worked with him, and feels the insulin pump is malfunctioning. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.